Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer had a elevated blood glucose level of 600 mg/dl which was due to customer inputting new settings onto the pump. Customer resolved bg's by changing supplies and resuming insulin therapy via pump.